Manufacturer narrative:
The lot number is not known per the complainant; therefore, the device manufacture and expiration dates cannot be determined. Reported event of sponge detached. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that an rx locking device and biopsy cap was used during a procedure performed on unknown date. According to the complainant, there was a difficulty getting a biopsy during a procedure performed on (B)(6) 2016. The scope was then removed and cleansed. Upon repair of the scope, a sponge of a biopsy cap used from a previous procedure was found inside the working channel of the scope. Reportedly, there were no known patient complications as a result to this event.